Event description:
It was reported that the user¿s continuous glucose monitor (cgm) expired, the ilet displayed ¿dosing stops in 2 hours,¿ and the system entered bg run after approximately four hours without cgm data. The user performed a fingerstick and entered a blood glucose of 371 mg/dl, after previously treating a low around 75 mg/dl with substantial carbohydrate intake. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing pending bg entry and a transfer to the cgm manufacturer for an emergency replacement sensor. Investigation included review of product performance based on user report and guided troubleshooting and education on bg run operation and manual bg entry. Investigation of this case revealed expected device behavior in response to an expired cgm sensor and appropriate resumption of dosing based on manually entered bg, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user not starting a new cgm sensor resulting in entry into bg run and hyperglycemia following treatment of a prior low.